Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: no additional information could be obtained as the name of the patient was not provided. It is unknown if this was a fresenius patient while on pd therapy. Additionally, it is unknown if the patient was utilizing any fresenius product(s). There is no allegation against any fresenius device or other product. Pd patients are at risk of developing hernias due to increased stress on the muscles of the abdomen. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Event description:
It was reported to fresenius via customer experience survey response that this anonymous patient experienced a hernia as a peritoneal dialysis (pd) patient and it is the reason they have chosen to remain an in-center hemodialysis (hd) patient. No additional follow-up could be completed as the name of the patient was not provided.